Manufacturer narrative:
(B)(4). Inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology at implant are not available. Currently, the neck measures 25mm diameter. It was reported that a recent CT demonstrated that the bifurcated stent graft had migrated distally 15 mm with a proximal type I endoleak. Currently there is no intervention planned, as the patient has refused any further treatment. No additional clinical sequelae were reported.